Manufacturer narrative:
Physical device was not received for analysis. Review of the insulet cloud system for data from the user found patient history buffer (phb) data found data to be available until 00:20 on (B)(6) 2025. Data for the period of (B)(6) 2025-(B)(6) 2025 was downloaded and reviewed. Review of the phb data found that the system was used in automated mode until 22:59 on (B)(6) 2025. While the system was used in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. A stretch of missing sensor values was observed between 17:04 and 23:11 on (B)(6) 2025. While the system was in automated mode, the system responded to the missing values appropriately, transitioning to automated mode: limited and beginning delivery of safe basal, which is the lower of the user's manual basal program and adaptive basal rate, after four consecutive cycles and generating missing sensor values alerts after one hour of consecutive missing values. The system was used in manual mode until a pod change at 13:33 on (B)(6) 2025. An automated delivery restriction alert was generated at 20:16 on (B)(6) 2025 due to the automated algorithm having suspended insulin delivery for an extended period in response to low estimated glucose values. Upon generation of the automated delivery restriction, the system transitioned to automated mode: limited and began delivery of safe basal until the alert was acknowledged and the system transitioned to manual mode at 22:47 on (B)(6) 2025. The system was used in manual mode until the pod was deactivated at 00:20 on (B)(6) 2025. While the system was in manual mode, the system correctly delivered the user's manual basal program of 0.8 u per hour for 24 hours regardless of estimated glucose values received. The cloud data showed that the system responded appropriately to the estimated glucose values received. It could not be conclusively determined from the available cloud data if any estimated glucose values received by the pod from the sensor were incorrect. The exact cause of the reported incorrect glucose values could not be determined. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient reported that he almost died due to an over infusion of insulin, due to an incorrect reading from the glucose monitor. Emergency medical technicians were called, and they were able to "revive" him. There was no specification of treatment or any symptoms the customer presented. Blood glucose values were not reported. Additional clarification was solicited, but patient stated they did not want to provide any additional details, regarding the event.